Event description:
Related manufacturer reference number: 2017865-2024-00652 it was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited undersensing and the atrial lead exhibited noise. No changes or intervention was performed. The patient was in stable condition.